Manufacturer narrative:
Updated fields: d9, h2, h3, h4, and h6. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the final investigation. The complaint investigation reviewed the customer-provided cds processes, where the following deviation from the IFU was confirmed: in the contents under precautions on page 7: ¿extract from instructions manual.¿ after using this instrument, reprocess and store it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ in subchapter 5.2 importance of cleaning, disinfection, and sterilization on page 83: ¿extract from instructions manual¿ the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment in subchapter 5.3 precautions on page 85: ¿extract from instructions manual¿ olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you use a different reprocessing method, the local institution and physicians are responsible for the safety and efficacy of the olympus equipment. Based on the results of the investigation, a deviation from IFU was confirmed; therefore, reprocessing may have been conducted insufficiently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there could potentially be a correlation between the actual product/ device status and the cause of contamination or infection. In general, device damage (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b1, b2, b3, b5, h1, h2, and h6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received from the customer reporting patient infection; however, no additional details were provided regarding the patient's clinical condition, diagnostic findings, or confirmation of infection. There were no details on whether medical intervention or treatment was required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 26 colony forming units (cfus) of sphingomonas paucimobilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.